Event description:
Complainant alleged that while attempting to pace (B) (6) female pt, the device was unable to pace. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The device has not been received and this complaint is still under investigation.